Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was heating up during the case. A delay of less than 30 minutes was reported. There was no report of patient impact associated with this event.

Manufacturer narrative:
Device investigation narrative - the reported complaint could not be confirmed. All functions check good on mdu test bench. No problems found. (B)(4).